Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. Troubleshooting was performed. It was stated that the insulin pump may have recently been dropped. Ran a displacement test and the test failed. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.